Event description:
It was reported that during a percutaneous coronary intervention, a hole in the balloon was noted. The target lesion was unspecified. The 3.0 x 15mm apex mr balloon catheter was advanced over the wire and met resistance at the nose cone. The physician forced the device past the resistance to the lesion, and pulled negative on the balloon. The balloon was noted to have a hole. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention a hole in the balloon was noted. The target lesion was unspecified. The 3.0 x 15mm apex mr balloon catheter was advanced over the wire and met resistance at the nose cone. The physician forced the device past the resistance to the lesion, and pulled negative on the balloon. The balloon was noted to have a hole. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found a large build- up of blood inside the inflation lumen and balloon. When an attempt was made to inflate the balloon, liquid leaked out through the tip. This type of leak is consistent with a leak having occurred in the inner shaft, resulting in the liquid leaking out through the tip. It was not possible to pass a 0.014 inch size guidewire through wire lumen due to restrictions consistent with that of solidified blood. An examination of the entire wire lumen could not identify any holes in the lumen. However, it is noted that visibility was restricted due to the amount of blood inside the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).